Event description:
It was reported the event occurred during normal use. It was noted there were stimulation/therapy issues of shocking/jolting sensation. It was logged that actions were not taken yet at the time of report but were planned. It was reported that impedance testing was done and it was unknown if the product issue was resolved or if the cause of the issue was determined. It was reported there was a surging sensation down the patient's right leg with use of the stimulator. It was noted the stimulator covered the patient's pain adequately but they felt that sensation "on occasion at any given time." It was noted the impedances were within normal limits and the patient was instructed to turn off their stimulator for a week and follow up in 2-3 weeks. It was logged the patient status at time of the report was alive with no injury. It was then reported there were patient symptoms or complications associated with this event of surging/jolting sensation in the right leg.

Manufacturer narrative:
Device analysis for ins njh719021h revealed no significant anomalies. It was functioning okay. There were insignificant anomalies. Device analysis for both of the anchors revealed no significant anomaly. The anchors separated.

Manufacturer narrative:
(B)(4)

Event description:
It was additionally reported that the anchors broke from the spine and the leads went totally off the grid. It just was not working anymore. The patient's health care provider (hcp) figured this out probably in (B)(6) 2014.

Event description:
The company representative reported on (B)(6) 2014 that no issues were revealed with the leads or ipg. There was nothing suspected with the implanted system. No interventions were taken or planned. The patient was receiving effective therapy and using stimulation almost 24/7. The patient was still experiencing the "new" pain.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3550-39; product type accessory product ID 3550-39; product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient experienced shocking sensation down legs. X-rays showed the leads migrated cephalad. Lead dislodgement was also noted. Normal battery depletion did not occur. The patient underwent surgical intervention. The doctor moved the leads, replaced the anchors and replaced the ins. No patient injury occurred and the patient recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2014 that the patient experienced a "new pain" in the right and left legs about 6 or 7 weeks ago. The pain was present with the stimulation on or off. Impedances showed all contacts were within norms. The ins was charging efficiently and the patient wears it on most of the day and night. The company representative saw the patient an her doctor's office and she was being sent back to her general practice doctor for other pain management. The device was reprogrammed and no allege product issue was noted. It was also noted that the patient has a diagnosis of lupus.